Event description:
It was reported that pump declared altitude alarm and insulin delivery was suspended, and customer had previously reported same issue with same pump. There was no adverse impact to the customer¿s blood glucose level. Customer declined further troubleshooting, asked about alternative way to clean speaker area, was advised by technical support on proper cleaning steps and to allow pump to dry and use new cartridge, and customer agreed to follow instructions and required no further assistance.